Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on keypad assembly. No button error alarm noted upon testing. No battery or power anomalies noted during testing. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure error alarm and stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. Customer declined troubleshooting for alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement and failed battery test. Insulin pump keypad was not responding to button pressed. Troubleshooting was performed for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the down arrow was not allowed them to navigate screens. Insulin pump exposed to moisture. Block mode was inactive. Insulin pump buttons was not unresponsive during easy bolus. Fill cannula was not recorded in daily history. Customer was assisted with self test and received hardware low level failure alarm. Customer was unable to clear the alarm. Customer was declined troubleshooting. The insulin pump will be returned for analysis.